Manufacturer narrative:
Additional information: the product was returned/received for inspection. The cc has been updated to reflect analysis of the returned device. Complaint conclusion: during an interventional endovascular procedure, when the physician was attempting to deploy the long palmaz genesis stent mounted on an opta pro balloon catheter, the balloon burst. There was no reported patient injury. The procedure was completed successfully. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was returned for inspection. A non sterile palmaz genesis on opta pro 59mmx80mm, 80cm was received coiled and inside a bag, residues of blood noted in the innerbody. The balloon appears as if it had been inflated and deflated; balloon it was included detached with the innerbody, it looks very damaged since presents several wrinkles. The piece of balloon attached to the shaft measured 1.5cm from the proximal seal. Detached balloon measured 6.6cm from the distal tip and presents a "t" burst. Innerbody appears tearing and elongated from the shaft. Stent was not included. No other anomaly was observed in the returned device. Leak test per (B)(4) was not performed due to balloon conditions. A scanning electron microscope was performed to the balloon and the balloon exhibited evidence of external abrasions; the inner surface showed no anomalies. The inner body showed evidence of severe elongations, which is a common characteristic of pieces that were stretched until separation. This balloon burst failure exhibited no other anomalies that could have caused the failure. The exact cause if this failure could not be conclusively determined. Marker bands showed no anomalies. The complaint was reviewed with the pet team of the sds line in order to get the line assessment. Pet team provided a memo with the line assessment. It was concluded that the sds pg on opta pro assembly line includes the balloon verification control to detect damage that could be caused by the crimping process. Therefore the opportunity of not detecting a balloon damaged is very unlikely. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon burst and separated balloon failures reported by the customer were confirmed; however, the exact cause of the balloon burst could not be conclusively determined, the balloon separation and ib elongation could be related with the product retrieval, but it cannot be confirmed, controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. The inner body showed evidence of severe elongations, which is a common characteristic of pieces that were stretched until separation. This would imply that procedural factors may have contributed to the reported event.

Manufacturer narrative:
During an interventional endovascular procedure, when the physician was attempting to deploy the long palmaz genesis stent mounted on an opta pro balloon catheter, the balloon burst. There was no reported patient injury. The procedure was completed successfully. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15297900 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, when the physician was attempting to deploy the long palmaz genesis 59 x 80 biliary stent mounted on an 80 cm opta pro balloon catheter, the balloon burst. There was no reported patient injury. The procedure was completed successfully using another genesis stent mounted on an opta pro balloon catheter. Additional information has been requested.